Event description:
It was reported that the patient presented to the clinic after receiving inappropriate atp and hv therapy for atrial fibrillation with rapid ventricular response. The device initially diagnosed as supraventricular tachycardia and a second diagnosed as ventricular tachycardia. Programming changes were recommended.